Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had a (B)(6) infection and pocket warmth at the ipg site along with fever. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Reportedly, the infection has resolved.